Event description:
It was reported that, during the prior year, the patient had a bowel obstruction and, at the time of report, had a stenosis in the neck. The patient was given so much pain medication that she went through withdrawal for a month to ¿get it out¿. At the time of report, the patient was not on any oral medication.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l75111, implanted: (B)(6) 2000, product type: catheter. (B)(4).